Event description:
Consumer called to report his readings being too high. Performed back to back sampling and got very different readings. Analysis run on clark error using mean avg reading (187) as refeerence point vs. Bd readings (54, 320) yielded some data points in the c/e range of the grid, outside acceptable limits.